Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Observations were made upon review of the patient imagery related to this reported event. Significant calcification was observed in the patient¿s access vasculature, particularly beyond the bifurcation. Calcification was also observed in the left and right iliac arteries. A device history records review did not reveal any related issues that could have contributed to the reported events. A review of complaint history from january 2019 to december 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified during the investigations of the similar complaints. Available information supports that patient factors and procedural factors may have caused or contributed to the events.. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable trend category. During manufacturing, multiple inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing on sampling basis as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander IFU, device prep manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The IFU cautions that safety and effectiveness have not been established for patients with access characteristics that would preclude safe placement of 14f or 16f edwards esheath introducer set, such as severe obstructive calcification or severe tortuosity. Additionally, the IFU also caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed based on the patient imagery provided. The device was not returned, so no manufacturing non-conformance could be determined. However, a review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, calcium was present in both the ¿stovepipe¿ aorta and there was concentric calcium in the iliac arteries (confirmed by patient screening images showing the peripheral vessels). Calcification is a known factor that can affect the necessary push force required in order to advance the delivery system through the sheath. Because the description stated that difficulty was encountered trying to advance the delivery system beyond the bifurcation due to the significant level of calcium deposits, it is conceivable that this calcification could have interfered with the retrieval of the devices as well. Based on the available information, it is likely that patient factors (access vessel calcification) may have contributed to the event difficulty advancing and withdrawing the delivery system resulting in the evulsion of the iliac artery. While a definitive root cause was unable to be determined, the available information suggests that patient factors (access vessel calcification) likely contributed to the complaint event. Since no product nonconformances or IFU/training manual deficiencies were identified and a review of the complaint history revealed that the complaint rate did not exceed the (B)(6) 2019 control limit for the relevant trend category, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs) there was trouble getting 14fr esheath through iliac near abdominal bifurcation, it was finally advance into the aorta but there was not good purchase with sheath in abdominal aorta. As the 29mm sapien 3 was delivered through the sheath, the sheath slipped back into the right iliac. Many maneuvers were attempted to get it to pass but it kept getting stuck on the stovepipe aorta. The decision was made to try and remove the system. The valve would not go back into the sheath due to the circumference and calcium in the iliac. The stent of the valve got stuck on a calcium ledge and would not come out. Vascular surgery was contacted because some of the iliac was evulsed. A coda balloon was put in the abdominal aorta and vascular surgery completed a fem-aorta bypass. The patient was stable as of this morning. There was no resistance pushing the delivery system through the sheath. The withdrawal difficulty was an anatomical issue, due to the patient¿s calcified stove pipe aorta and concentric calcium in the iliacs.